Manufacturer narrative:
This rv lead is expected to be returned from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that after an ablation procedure, this right ventricular (rv) lead exhibited high pacing threshold measurements of 7.5 volts at 1 millivolt. The patient was brought back in for defibrillation threshold testing and during induction, the rv lead failed to detect ventricular fibrillation which resulted in the patient having to be externally defibrillated. The following day, the physician decided to perform surgery and explanted and replaced the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Continuity and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.